Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 7:20 am the meter result was 5.0 inr. At 7:28 am the meter result was 5.3 inr. At 7:30 am the meter result was 3.6 inr. The customer's therapeutic range is 2.5-3.5 inr. Customer tests twice a week.

Manufacturer narrative:
H6 investigation conclusion code was updated.